Event description:
It was reported by service report that the customer alleged that the brakes could not remain engaged due to the brake retaining ring being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.